Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the infusion device. The patient's mother found him around 6:00 a.m. Unconscious and she called the ambulance since he was in a coma due to hypoglycemia. The patient's blood glucose result was "around 20 mg/dl" taken by the paramedics. The paramedics treated him with an unknown injection, but the patient did not respond to the treatment. The patient was transported to the hospital where he stayed for 1 day. The blood glucose result at the hospital was unknown. The type of treatment given to the patient at the hospital was unknown. The infusion device was requested to be returned for product evaluation.